Event description:
Synthes (B)(4) reports an event as follows: the facility called in a repair request for an electric pen drive that was to be used in closed treatment of distal radial fracture surgery when it was discovered it would not work properly-losing power and running intermittently. It was reported approximately a 2 minute delay for the product on hand. The intent was to use product during surgery but due to the power issue it was not used on the actual patient. No injuries or medical intervention were reported; no used report was filed. All available patient information has been disclosed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received at synthes (B)(4); date unknown. Synthes (B)(4) reliability engineering evaluated the device, and the reported problem was confirmed; the device was tested and would not engage when power was applied. The unit exhibited damage that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. We recommend that the user review the cleaning and maintenance procedures for the device. Proper cleaning and maintenance are required in order to ensure trouble-free operation. The manufacturing documents were reviewed and no complaint related issues were found.